Event description:
A site representative reported an o-arm 1000 imaging system detector cover hinge that was broken. There was no patient present when this issue was identified.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Suspect cover detect positioner louv, detect positioner louv hinge and springs not returned to manufacturer for analysis.

Manufacturer narrative:
There was no patient involved with the reported event. Additional information/evaluation: a medtronic representative reported that the plastic hinge of the device was broken during a service visit. The device was replaced and the system was reported to be fully functional.